Event description:
It was reported that the patient was admitted to the clinic for palpitations. The right atrial (ra) lead had exhibited undersensing and high thresholds. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.